Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch verioiq was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 5pm on (B)(6). The reporter stated that the patient obtained a blood glucose reading of "546mg/dl" on the subject meter and "328mg/dl" on another verio meter. The time difference between these readings was unknown. The reported readings may not have met lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient did not make any changes to their usual diabetes management in response to the reported high readings. The reporter stated that 20 minutes later the patient developed symptoms of "dizziness and fatigued". The reporter stated that the patient self-treated these symptoms with insulin. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for serious injury and the reported self-treatment correlates with the reported high readings. This complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.